Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedance (>10,000 ohms) with vns normal mode diagnostics testing. No known patient trauma occurred. The vns output current was lowered to 1ma; the reporter has been advised, it is recommended to disable the vns when high lead impedance is noted. The patient was referred for a surgical consult, but no surgery date has been set. Attempts for further information are in progress.